Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary for (B)(4): helix disengaged from helical channel. Full lead returned an analyzed. Additional findings of inner tubing kinked/buckled, outer insulation cosmetic depression, blood in/on helix mechanism (sleeve head) and blood in/on helix mechanism.

Event description:
It was reported that right ventricular lead had high impedance, an apparent fracture, and experienced noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.